Event description:
Pump gave error message "improper shutdown" prior to inserting tubing. Restarted pump, programmed pump, began infusion. Several minutes later, I noticed the pump had shut itself off without any audible alarms. Manufacturer response for infusion pump, sigma spectrum IV pump (per site reporter) they are on site assisting in replacing parts.